Event description:
The patient has two leads implanted with the same lot number. It was reported, the patient is experiencing unintended motor stimulating in the right arm. An sjm representative met with the patient and reprogramming was unable to resolve the issue. The patient's right lead was turned off and the left lead is functioning properly. X-rays have been ordered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.